Manufacturer narrative:
(B)(4). Implant date - 1998. Medical products: unknown liner, unknown head, unknown stem. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04195, 0001825034 - 2017 - 04198, 0001825034 - 2017 - 04199, 0001825034 - 2017 - 04211.

Event description:
It was reported that the patient's left hip was revised 17 years post implantation due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
It was reported that patient was revised approximately 1 year post-implantation due to recurrent dislocation. During the procedure, the head and liner were removed and replaced. The liner was cemented into the cup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays and operative notes provided. Assessment of x-rays: a new femoral head component is present which has a smaller diameter than the prior implant. Acetabular cup continues to exhibit excessive lateral angle of inclination, similar to prior exam. The femoral head component is slightly off-center superiorly within the acetabular cup component which may be a subtle sign of wear or other damage to the polyethylene liner. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.